Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and the system hazard use misuse analysis. Complaint history trending from august 2009 through october 2010 for cidex opa solution/disopa with the problem code "hr-mucous membrane contact" revealed 8 complaints. A detailed review of these complaints did not reveal any similar complaints in which disopa was used for nasal lavage, therefore, this appears to be an isolated event. Batch record review of disopa was not possible since the lot number was unknown. The fmea (failure mode effects analysis) was reviewed for "patient mucous membrane contact" and the score was found to be below the threshold of 100. The shuma (system hazard use misuse analysis) was reviewed for "patient mucous membrane contact" and was assessed as a category I - broadly acceptable risk. The lot number of the disopa was not reported and no product was returned for evaluation. This complaint is associated with use error, as disopa is not intended for nasal lavage.

Event description:
It was reported that a physician accidentally used disopa for a nasal lavage on a patient. The patient's identifier and primary disease was not reported. The patient did not experience any symptom. There was no report of discoloration in the nose. The facility has been contacted for additional information. In the event additional information is received it will be submitted in a supplemental report.